Event description:
It was reported that the pt has deep thigh, groin, and hip pain. Pt can only, barely raise left leg enough to go up stairs. Revision planned for (B)(6) 2012.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.